Manufacturer narrative:
Insulin pump was received with missing retainer, serial number label missing, cracked select button keypad overlay, reservoir tube o-ring missing, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the plastic that surrounded the insulin pump's reservoir broke off. The damage was located where the reservoir locks in. Customer's blood glucose level was 126 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.